Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the failure was due to integrated circuit chip, designator u23, at ball location u16, on the digital pcb assembly.

Event description:
It was reported that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to detect a connection to a therapy cable. As a result, the device would not be able to provide defibrillation therapy, if needed.